Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va10ge0, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot#: va10ge0, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that there is a broken lead as of an unknown date. There were no patient symptoms alleged. The patient's indication for implant is parkinson's dual and movement disorders.